Manufacturer narrative:
The device is not available for investigation. Without the return of the device a probable cause is unable to be determined. If a return or any additional information is later received, then a supplemental vigilance report will be submitted at that time. The customer identified possible lot numbers (plots): 13670699 (expiry date 08/01/2026, MFR date 08/01/2023) 13651693 (expiry date 07/01/2026, MFR date 07/01/2023) section e initial reporter full phone no: (B)(6).

Event description:
The complaint/event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, 0.2 micron filter, polyethylene lined tubing, secure lock, 225 cm. The filter part of the administration set/line was reported to be leaking during a chemotherapy infusion, so the staff was unable to change the line. It was unclear as to which part of the filter leaking, so the staff nurse sat with the patient and held the filter part of line while wearing gloves. Further leaking was not noted for the rest of the infusion. It was reported by the customer that the device manufacturing date was 01-june-2023 and the expiry date is 01/06/2026. The operator of device at the time of the incident was patient/lay user. The remedial actions taken by healthcare facility, patient, or user subsequent to the incident was a search through possible lot numbers of the administration sets. They determined that they found two different lot numbers that was currently in use by the ward. They removed the filter line and replaced it with a line that had a different lot number. The role of initial reporter is healthcare professional. The complaint stated that, if there was no action taken, harm may occur to a patient but no patient harm occurred as a result of this complaint/event.